Event description:
Initial creatinine result of 3.0 mg/dl. Same sample repeated gave result of 0.5 mg/dl. Same sample repeated on a different instrument using same methodology recovered 0.5 mg/dl. Initial result was reported. The pt was not treated in response to the result. The field svc rep was unable to determine cause. Performance check tests were performed and within specification.